Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to the customer not adjusting pump time after the pump shutting off from not being charged. The customer's blood glucose ranged from 400-499 mg/dl. Reportedly, the customer corrected the pump time and resumed insulin therapy.